Event description:
Hosp staff attempted to use defibrillator during a code 100. With defibrillator on and lead cable connected to ECG electrdoes, the electrodes were connected to pt. No ECG signal was obtainable. The unit was considered to be malfunctioning and a replacement unit was brought in for use. The defibrillator was sent to the biomed engineering dept for eval. The ECG electrodes were found in a pouch on the side of the defibrillator. The electrodes were not stored in the foil pouch that is used to keep the electrodes in optimal condition. There is a possibility of dry electrodes that would cause a poor signal or no signal.